Manufacturer narrative:
A logfile was not available for the investigation, therefore the investigation was done with regard to the provided information solely. In general the ac mains power and battery is tested during the mandatory pre-use test. The fabius is designed to automatically switch over to battery operation in case of a loss of ac power. The internal battery backup will provide full operation of the ventilator and internal monitors for at least 45 minutes in case of a fully charged battery. A decreasing battery charge is first alarmed at a level of 20% and second at 10%. In case of a missing ac supply and a depleted battery the procedure can be continued using manual ventilation which is independent from the electronic control and available in any state of the device. On site the hospital's biomed could not duplicate the problem. However, the power supply was replaced. According to the description of the event it is unclear if the above mentioned alarms were generated, therefore the battery should be replaced as well as the possibility of a faulty battery cannot be ruled out. The fabius was manufactured in 2008. It is therefore assumed that the power supply is approximately 17 years old. It is plausible that a malfunction of the power supply occurred due to wear and tear. The number of similar cases, related to the same root cause (power supply, battery), is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable. The device is back in clinical use. No further problems were described since then.

Event description:
It was reported that on january 27th, the staff reported that they had a loss of ac and the unit shutdown. The staff had to manually ventilation the patient because the batteries were reported to be down to 30%. No injury was reported. He device has no UDI as an UDI was not required at the time the device was manufactured.